Event description:
The manufacturer received information alleging that when power was turned on, and approximately one hour later, a red error message appeared on the screen of a trilogy 202 ventilator canada device. According to the event log, this occurred on every power-on and after approximately one hour of use for about one week. The message disappeared when reset was pressed. According to the patient, the ventilator continued to function without issue. No harm or injury was reported. The trilogy 202 ventilator device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. If additional information is received, a follow-up report will be filed.